Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their back two teeth are touch weird and makes the rest of their bite off and very uncomfortable. They also have a right bottom tooth in the front that is higher than their other bottom teeth.